Manufacturer narrative:
On january 13, 2021, the product's photo investigation was completed. Device investigation summary: upon the visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed in the product. Implant displacement / migration may occur from improper implant sizing and / or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement / migration is a known complication associated with these devices and is referenced in our current product insert data sheet. The manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: malposition. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who's undergone primary breast augmentation with two 350cc mentor memorygel breast implants, suffered left breast implant malposition and unspecified breast shape, post-procedure. As a result, the patient underwent bilateral implant explantation on (B)(6) 2020. During the explantation surgery, along with the left breast implant mild bottoming out, it was also discovered that the right breast implant was ruptured. Subsequently, the patient underwent bilateral replacement with the following devices: (right) 300cc mentor memorygel breast implant catalog: 3503001bc lot: 9494747 sn: (B)(4) and (left) 300cc mentor memorygel breast implant catalog: 3503001bc lot: 9371050 sn: (B)(4). This medwatch form is for the left breast prosthesis.